Event description:
It was reported the right atrial lead had impedance greater than 9999 ohms with the bipolar and unipolar configurations. Also the lead had an apparent fracture and was oversensing and inappropriately switching modes. It was indicated the patient was having symptoms related to pacemaker desynchrony. The pacing mode was reprogrammed to inactive the atrial lead until the following week when the lead was capped and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.